Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 row b was not detected on the bus. The field service engineer (fse) reseated the row board cable for main drawer 3.2, restoring bus communication, and verified normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failing and were not detected on the bus even after a restart and maintenance restart. The drawer was recoverable; however, the cubies did not respond to release commands when prompted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.